Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Valuation summary: (B) (4) distal conductor fractured; all conductors distorted; inner and outer insulation torn; blood observed in all conductors; full lead analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; all conductors distorted; inner and outer insulation torn; blood observed in all conductors; full lead analyzed.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. It was further reported the lead was replaced because it had a "coil break" on it.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.